Event description:
It was reported that this lead was an attempted implant. Due to the patient's tortuous and complex anatomy, the lead became fractured during positioning. The lead was exchanged, and the procedure was successfully completed. The lead is expected to be returned. No adverse patient effects were reported.